Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported as due to the pd catheter cap becoming dislodged from the patient line. It was unknown if the event was specific to the pd catheter (not manufactured by baxter) or to the baxter pd disposables. It was not reported if the patient was hospitalized for the event. Treatment for the event, action with pd therapy and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.